Manufacturer narrative:
Service technician was able to identify the reported problem. Calibrated exhaled flow transducer. Performed complete ovp (operational verification procedure). Verified volumes, blender and pressures.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that there is volume discrepancy on the avea ventilator. The set volume was 500 and only getting 410 on monitor. At this time, there is no information regarding patient involvement associated with the reported event.